Event description:
It was reported that prior to a coronary artery drug eluting stenting treatment procedure, the stent was found to be damaged. During preparation to treat a lesion in the left circumflex artery, a proximal stent strut was found to be "pressed a little bit". The device was not introduced into the patient. There was no damage to the outer packaging. The procedure was completed with another of the same device. There were no patient complications and the patient was reported to be "good".

Manufacturer narrative:
A review of the shop floor paperwork for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. Following device analysis it was noted that the condition of the returned unit was consistent with the complaint incident. Visual examination of the unit revealed damage to the proximal edge of the stent. Some of the proximal stent struts were flattened. This type of damage is consistent with the device encountering some form of restriction. The most probable root cause of this event is handling damage.